Event description:
It has been noted that the right ventricular (rv) lead, which was positioned in the his area, is currently demonstrating field r-wave sensing on the atrial channel. (B)(6) has recommended several reprogramming options to address this issue. Importantly, no adverse effects have been reported in the patient as a result of this situation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).